Event description:
The MFR's rep reported the pt did not have their refill scheduled on time and experienced withdrawal symptoms. Pt was refilled in 2004 with a dose that was decreased by 25%. The pt then experienced overdose symptoms. The pump medication was cut "significantly" as of the following day.